Event description:
It was reported that a patient experienced pericardial tamponade. After performing full mapping radio frequency applications were done with on the right superior pulmonary vein, a steam pop was heard, and blood pressure decreased. A pericardial tamponade was confirmed with ultrasound. The patient's condition was stable after a pericardiocentesis was performed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).